Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented to clinic for routine device check, loss of capture, high, out of range, high voltage lead impedance and noise was observed on the rv lead channel. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable post procedure.